Event description:
Pt status post plate and screw implantation approximately one year ago fell and returned to surgeon. An x-ray on an unk date showed a broken plate and a non-union. Surgeon removed the hardware on (B)(6)-2011.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information from received questionnaire.

Event description:
Surgeon noted: patient fell at home on (B)(6) 2011 and landed on left knee. Patient had a nonunion of left distal femur. Hardware was removed and dbx putty, bone chips and infuse was used.

Manufacturer narrative:
Implanted approximately one year ago. Review of the device history record for the subject product lot found nothing that would cause or contribute to the reported incident. A visual and dimensional criteria for acceptance was met during manufacturing and release. The investigation could not be completed, no conclusion could be drawn as no product was returned.